Event description:
On (B)(6) 2012 it was originally reported by a nurse practitioner that the vns patient was scheduled for a full revision surgery as the patient (non-verbal) was experiencing pain near the electrode site. The patient was seen on (B)(6) 2012 and the pain was timed as the patient winces with the pain, and it was found to be associated with stimulation. Normal mode and system diagnostics were run and were within normal limits; system dcdc=2, normal mode dcdc=3. The patient's current settings are: output=1.5ma/frequency=20hz/pulse width=250usec/on time=14sec/off time=0.8min/magnet output=1.75ma/magnet on time=60sec/magnet pulse width=250usec. Based on just the physical symptoms, the doctor has decided to move forward with a full revision for the patient. No x-rays have been done and will not be done. No setting changes, medication changes, or trauma had occurred prior to the patient's pain. The doctor is aware that the diagnostics show that the device is functioning as intended, but wants to move forward with the full revision in hopes that it will resolve the patient's pain. The reason for the replacement is prophylactic based on the age and the patient's settings. On (B)(6) 2012 the patient had a full revision surgery. Diagnostics were within normal limits prior to surgery and in surgery. Although the revision was because of painful stimulation, the surgery was for patient comfort and not a serious injury. Prior to surgery, the surgeon stated that he thought the helices may have slipped off the vagus nerve but during surgery he noticed that they had not. Everything looked fine when he dissected to the vagus nerve. As vns had been a great success for the patient, the parents and surgeon decided to replace the entire system as vns was the only thing that worked for the patient and they didn't want to lose efficacy. X-rays were taken in the operating room and looked normal. After surgery the patient was going to be programmed to output current of output=1ma/frequency=20hz/pulse width=250usec/on time=14sec/off time=0.8min/magnet output=1.25ma/magnet on time=60sec/magnet pulse width=250usec. The explanted lead and generator were returned for product analysis on (B)(6) 2012. The returned product form reported that the patient's system was replaced due to "stimulation causing patient pain and drops". The manufacturer's consultant clarified that these drops were actually a reaction to the painful stimulation. Product analysis of the leads was completed on (B)(6) 2012. Since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. The lead connector has partial detachment at the ring/backfill interface. The reason for this condition is unknown. The positive coil appears to be retracted against the connector ring. The positive coil tubing appears to be torn open at the ring/backfill interface. Further inspection of the lead verified that the inner silicone tubing of the positive coil appears to be torn open at the ring/backfill interface. Based on the appearance of the lead it is believed that this condition was most likely caused by forces exerted on the lead during manipulation of the lead. However, the exact point in time of when this occurred is unknown. The outer silicone tubing is cut at approximately 28.7cm from boot. The inner silicone tubing of the lead coils is cut/torn in the vicinity of the outer tubing end. A portion of the lead coils is exposed at the end of the returned lead portion. The lead assembly has remnants of what appears to be body fluids inside the inner silicone tubing. No obvious point of entrance was noted other than the identified tubing opening and the end of the returned lead portion. Other than typical wear and explant related observations, no other anomalies were identified in the returned lead portion. Product analysis of the generator was completed on (B)(6) 2012. The septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications and there were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.